Event description:
The customer stated a cell-dyn 1800 analyzer generated a falsely decreased hemoglobin result for one patient sample. The analyzer generated an initial hemoglobin result of 6.5 and a repeat hemoglobin result of 9.0. The falsely elevated hemoglobin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
No consequences or impact to patient. False negative result. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) replaced the silicon tubing and the sample syringe, as they had worn out from normal use. The fsr ran precision and quality controls; all recovered within specifications. No adverse trend was identified related to the customer's complaint. Labeling was reviewed and found to be adequated. Based on the event details and investigation, no product deficiency was identified.